Event description:
Covidien received info stating that due to a ventilator malfunction, the pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The cse upgraded the software to the current revision and performed the extended self-test (est), short, self-test (sst) and the performance verification test (pvt); the device operated within the mfg specs.